Manufacturer narrative:
(B)(4). Medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that the patient experienced discomfort during use of the dexcom sensor. The reported sensor was inserted into the arm on (B)(6) 2023. The patient stated that at that moment he could feel sensor wire moving in arm (suspects that it was in the muscle), and it was uncomfortable, he removed sensor 6 hours later. Since then, the sensor has been removed the patient has had ongoing pain and fatigue of the arm when using it. The patient stated they must stop using the arm for pain and the fatigue to slowly disappear. Once he starts to his arm, the pain at fatigue comes back. The patient consulted his healthcare provider (hcp) 1 month ago and got an oral anti-inflammatory, vimovo 3 times a day(dosage unknown), prescribed. At the time of the report the patient stated that the treatment with the tablets did not have any effect. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.